Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned due to unknown reasons. No adverse patient effects were reported.